Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all retention samples met specifications. Bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter needle cap was not tightly connected and leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: "during preparation for use, the indwelling needle cap is not tightly connected with the infusion tee, leakage occurs, and the operation is not continued. Replace the indwelling needle immediately."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter needle cap was not tightly connected and leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: "during preparation for use, the indwelling needle cap is not tightly connected with the infusion tee, leakage occurs, and the operation is not continued. Replace the indwelling needle immediately".